Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(4) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses using gore® introducer sheath (ts2230/8075013) to treat a thoracic aortic aneurysm. When the introducer sheath was removed after the stent grafts were deployed, a dissection around the bifurcation area of the right iliac artery was revealed. A metal stent was implanted in a dissection area, and an angiography revealed that the dissection was repaired. Further adverse events including endoleaks were present to the patient, and the procedure was concluded. It was reported that small vessel diameter and tortuosity may have caused the dissection of the right iliac artery.